Event description:
It is reported that while impacting i.m. Rod from nexgen knee set, the universal handle was used to impact guide on distal femur. After removing handle from guide, it was noticed that the pointed tip had sheared off. The piece was retrieved and no harm was done to the patient.

Manufacturer narrative:
Evaluation: as returned, the distal tip of the handle is fractured. The device has a potential field age of approximately 6.5 years. Breaking of the tip is due to the instrument being used in a way other than the intended or recommended. Device history records indicate all components were manufactured and inspected to specification.